Manufacturer narrative:
The manufacturer representative was out at the site to conduct the work order, and it was completed. All the tests passed and there were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system became unresponsive when switching between the drill and suction during navigation. They rebooted and system acted normally again. There was less than an hour delay in the procedure. No impact on patient outcome.